Event description:
It was reported that impedance readings on the pt's device were greater than 2,000 ohms on all of the unipolar pairs. The pt's therapy was ok. The pt was programmed using electrodes 0 and 3. It was later reported that the pt's physician noted similar impedance readings, but the pt continued to receive effective resolution of symptoms with a good clinical outcome. There was no further troubleshooting or intervention performed. The pt was to see the physician for a f/u appointment in (B)(6). A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).